Event description:
It was reported that the patient's catheter was fractured. The pump and the catheter were "recently replaced" per reporter. It was also added that the drug concentration used was too large for the dose paitent required; drug delivered was morphine 15mg/ml. No further information could be obtained. A follow-up report will be sent if additional information becomes available.

Event description:
It was previously noted that the patient's pump contained morphine at a dosage of 0.07 mg/day. Additional information reported that the previously reported catheter repair was due to patient's catheter being cut by the spine. Because of the build up of fluid, as well as the previously reported increase in back pain, it was determined that an issue with the catheter existed. The patient "fully" recovered. The patient did not experience any symptoms related to the previously reported filling of the pump with a medication concentration that was too large to obtain the required dosage.

Event description:
Information previously filed in manufacturer's report #3004209178-2011-09426: "a confirmed catheter fracture was reported with a revision being performed on 2011-(B)(6). It was later stated that the patient was "not getting the drug"; healthcare provider (hcp) per formed a dye study that showed a broken catheter. The spinal section of the catheter had dislodged and was not in the intrathecal space. A new spinal catheter was placed. Following the revision patient outcome was stated as doing well. It was later reported that the patient's "back was hurting"; the reporter was not aware of any other symptoms.

Manufacturer narrative:
Catheter model:8709sc, lot #: n279819006, implanted:2011-(B)(6), explanted: unk. Catheter model #: 8598a lot#: n296313011 implanted: 2011(B)(6) explanted: unk. This report was previously filed under the manufacturer's site #: 3007566237. The correct manufacturer's site # is: 3004209178.